Event description:
The pt reported that she underwent cataract surgery with placement the crystalens in both eyes. Surgery on the left eye (os) was 2007; surgery on the right eye (od) was three days later. Postoperatively, the pt reports that the crystalens vaulted in both eyes. She reports that her uncorrected vision is blurry and that she has astigmatism. Pt is able to read with glasses. Pt states she is unable to drive or perform work due to blurry vision. Add'l info was provided by the pt's physician. The physician reported that the lenses did not vault and that both iols were in the proper position. The physician commented that the pt was a poor surgical candidate and had unrealistic expectations for the surgery. The physician stated that there was no performance issue with the crystalens.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. The physician stated that there is no performance issue with the crystalens.note: MDR# 2031924-2007-00148 was filed on 5/3/2007 for this same event. Eyeonics is submitting a separate medwatch report be filed because the original MDR included two devices (bilateral patient).